Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that patient took medication(s) that contain acetaminophen. No additional event or patient information is available. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol).